Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There has been one other similar event for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through medwatch mw 5079432 "total right hip knee arthroplasty caused debilitation pain, stiffness, range of motion loss requiring 2009 manipulation and revision surgery on 2013. Medical device parts caused metal poisoning and severe allergies, repeated f/u office visits with surgeon reporting pain, stiffness, loss of range of motion and metal poisoning. Attended years of physical therapy and daily intake of prescription medication to control symptoms. Length of time between initial surgery and revision surgery created debilitating medical issues and permanent disability. Manipulation surgery for arthrofibrosis on 2009 and metal poisoning". This pi is for revision surgery in (B)(6) 2013.